Manufacturer narrative:
Bayer radiology product analysis reviewed a photo that was provided, and identified the presence of a thin strand of hair of unknown origin in the fluid path. Our investigation determined that the particulate noted in the syringe was likely introduced during the component manufacturing or assembly process. A 12 month review of complaint history determined the complaint rate to be (B)(4) complaints per million (cpm).

Event description:
The customer reported the following: a thin, hair-like foreign body of unknown origin was seen in the mr syringe. The customer elected not to use the syringe. No injury or adverse event was reported.